Event description:
Paraplegia after implantation: during surgery, total arch replacement (tar) and frozen elephant trunk (fet) for the distal aortic arch aneurysm, as well as aortic valve replacement (avr), were performed simultaneously. The surgery was completed successfully. However, the following day, on (B)(6) 2024, it was discovered that the patient had developed paraplegia. Intervention required: after the onset of paraplegia, the patient was treated with spinal drainage, steroid administration, and measures to increase blood pressure. Physician's comment: according to the physician, it has been also noted that inadequate post-operative patient management might have contributed to this event, as the surgery was completed at night. Operation type: tar-fet and avr; no blood loss; no image available; no pre-case plan available. Patient outcome: the patient is currently under observation and the outcome is unknown. The patient's condition is not serious. Possible device failure/ procedure/ pre-existing condition. No surgical intervention was required.

Manufacturer narrative:
Clinical code: 1708: aneurysm- relevant medical condition/ patient diagnosis of distal aortic arch aneurysm. 2448: paraplegia- the surgery was completed successfully. However, the following day, on (B)(6) 2024, it was discovered that the patient had developed paraplegia. Impact code: 4613: minor injury/ illness/ impairment- the patient's condition is not serious. Device problem code : 3190 - insufficient information - additional information was requested on 09 aug 24 regarding cross-clamp time, bypass of patient, outcome of patient, allergic reactions, issues during graft surgery and reason for device failure. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5-year review of similar complaints horaflex hybrid sales (B)(6) 2024 vs medical event- paraplegia (B)(6) 2024 gave an occurrence rate of (B)(4). No trend requiring action has been identified. 4111 - communication interview: additional information was requested on 09 aug 24 regarding cross-clamp time, bypass of patient, outcome of patient, allergic reactions, issues during graft surgery and reason for device failure. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device 4117 - device not returned: device remains implanted investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Manufacturer narrative:
Clinical code: 1708: aneurysm- relevant medical condition/ patient diagnosis of distal aortic arch aneurysm. 2448: paraplegia- paraplegia after implantation: during surgery, total arch replacement (tar) and frozen elephant trunk (fet) for the distal aortic arch aneurysm, as well as aortic valve replacement (avr), were performed simultaneously. The surgery was completed successfully. However, the following day, on (B)(6) 2024, it was discovered that the patient had developed paraplegia. Impact code: 4613: minor injury/ illness/ impairment- the patient's condition is not serious. Device problem code : 2993 : adverse event without identified device or use problem- it was confirmed by the site on 21 aug 24 and 10 sep 24, paraplegia was not related to the device. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5-year review of similar complaints thoraflex hybrid sales jan 21 - jun 24 vs medical event- paraplegia (B)(6) 2021 - (B)(6) 2024 gave an occurrence rate of 0.024%. No trend requiring action has been identified. 4111 - communication interview: additional information was requested on 09 aug 24 regarding cross-clamp time, bypass of patient, outcome of patient, allergic reactions, issues during graft surgery and reason for device failure. Additional information received on 21 aug 24 and 10 sep 24, paraplegia was not related to the device. 3331 - analysis of production records: a full batch review was performed for batch ID: 25558899, and no issues were identified during manufacturing process from raw materials to finished products. 4117 - device not returned: device remains implanted. Investigation findings: 213: no device problem found- site confirmed paraplegia was not device related. Investigation conclusion: 67: no problem detected- from the investigation performed and with all findings paraplegia was considered to be not device related.

Event description:
Paraplegia after implantation: during surgery, total arch replacement (tar) and frozen elephant trunk (fet) for the distal aortic arch aneurysm, as well as aortic valve replacement (avr), were performed simultaneously. The surgery was completed successfully. However, the following day, on (B)(6) 2024, it was discovered that the patient had developed paraplegia. Intervention required: after the onset of paraplegia, the patient was treated with spinal drainage, steroid administration, and measures to increase blood pressure. Physician's comment: according to the physician, it has been also noted that inadequate post-operative patient management might have contributed to this event, as the surgery was completed at night. Operation type: tar-fet and avr, no blood loss, no image available, no pre-case plan available. Patient outcome: the patient is currently under observation and the outcome is unknown. The patient's condition is not serious. Possible device failure/ procedure/ pre-existing condition. No surgical intervention was required. This report is being submited as a follow up #1 for mfg report number 9612515-2024-00060 to provide event closure information for tag0024.